Event description:
Customer complains that after using a lifestyles kiss of mint condom a red rash appeared on the penis. Pt had to seek medical attention for this problem. Pt is currently using a cream that was prescribed by the doctor for this rash. Pt stated that this event happen about two months ago and this is not the first time pt has used this product type.